Manufacturer narrative:
On october 1, 2020, mentor became aware that patient was 40 year old at time of event and underwent replacement surgery with 405cc smooth round gel on the right and with 350cc smooth round gel on the left on (B)(6) 2020. Field a2 has been updated on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent primary breast augmentation with a 270cc mentor memorygel breast implant on the left side and with 295cc mentor memorygel breast implant on the right side and experienced left side rupture, and bilateral capsular contracture; baker grade unknown postoperatively confirmed by mammogram and ultrasound on (B)(6) 2020. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient¿s right-sided device.